Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the handset was timing out after 20 minutes and then they had to go in through the patient application and the stimulation was shut off and they had to turn the therapy on again. The patient was currently on program 3 at 0.15 and stimulation was on. The patient stated they would get a message saying it timed out. The patient was sent a replacement handset. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient initially stated that when she went to check therapy settings after turning the communicator on, she thought the "communicator might not be right" because the handset would show the 'timed out' screen and it was reviewed that the app will time out after a period of inactivity and it was again explained that this is normal behavior of the handset. Patient states her reason for calling today is because she is experiencing a return of symptoms. Pt states she is having a little leakage here, a little leakage there, and is using pull-ups again. Pt notes that the leakage is most significant when she is getting up from sitting or lying down. Pt states that she did not experience these symptoms when she first got the ins, noting that the therapy was great before; leaking started around first of july. Pt states she isn't sure if she touched something to affect her therapy. Pt states that she increased stimulation a little bit, noting that she is on program 3. Pt added that she thinks she's always been on program 3. During the call the patient synced, which showed stim on at 1.6v on program 3, and handset battery is at 83%. Pt increased stimulation to 1.8v and confirmed feeling comfortable stimulation in the correct area. Pt will monitor symptoms now that change was made and will follow up with hcp if symptom doesn't resolve. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that even with the new handset, the app was still timing out. It was reviewed that the app will time out after a certain amount of time of not using it, and that this was normal device function. It was also reviewed that the app does not need to be open, and the programmer does not need to be near them for therapy to continue to run, and if they don¿t want to see the app ¿time out¿ message they can hit ¿end session¿ after using the equipment. No further patient complications are anticipated or expected as a result of this event.